Manufacturer narrative:
The results of the investigation are based solely upon a review of the images received and the information provided as the reported device was not returned. Based on the aforementioned images, the introducer sheath appeared fractured and remained connected by the braided wires. Additionally, it was reported the device was stored in a glass cabinet outside of the original packaging. The damage is consistent with the product being stored outside of the shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the reported complaint is consistent with exposure to light and subsequent material degradation. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place.

Event description:
During the procedure, the introducer tip fractured. Following insertion of the sheath into the patient the tip of the device was noted to be fractured. Upon removal of the device the staff was able to fragment the sheath body. The introducer was replaced in order to complete the procedure with no adverse consequences to the patient.